Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose and had received a power error detected alarm. The customer¿s blood glucose level was 53 mg/dl. The customer was treated with food. Troubleshooting was performed for power error detected alarm. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with scratched case, pillowing keypad overlay, missing display window cover, and minor scratched lcd window.